Event description:
It was reported that an ilet user experienced hyperglycemia after overtreating a low blood glucose, with the highest reported glucose of 221 mg/dl and no device component implicated. Symptoms included hyperglycemia without associated complaints. Outcomes included no health consequences or impact. Investigation included communication and interviews with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage issue related to user overtreating hypoglycemia rather than a device component issue. It was concluded, based on previously established findings for similar reports, that failure to follow instructions and an unintended use error caused or contributed to the event.